Manufacturer narrative:
This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use; device discarded.

Event description:
The customer reported eight (8) false positive results with the ID now covid-19 assay for multiple patients and multiple tests, but the same lot number performed between (B)(6)2023 and (B)(6) 2023. This MFR. Report addresses test eight (8) of eight (8). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2023 on an unknown swab type. Confirmation testing using the "lamp method" was performed via unknown swab type and generated a negative result. The customer stated the patient was asymptomatic at the time of testing and had no previous history of covid-19 infection. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported eight (8) false positive results with the ID now covid-19 assay for multiple patients and multiple tests, but the same lot number performed between (B)(6) 2023 and (B)(6) 2023 . This MFR. Report addresses test eight (8) of eight (8). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2023 on an unknown swab type. Confirmation testing using the "lamp method" was performed via unknown swab type and generated a negative result. The customer stated the patient was asymptomatic at the time of testing and had no previous history of covid-19 infection. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m214835 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000 / lot: m214835, test base part number 192-430 / lot: m214835. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m214835 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference; substances in the sample itself may have interfered with the reaction. H3 other text : single use; device discarded.